Event description:
Adverse event: "irregular incision" (no code available). Product problem: "knife did not cut perfectly" (dull). The surgeon reported that the knife did not cut properly on the second incision on the same eye. No visible defect was observed. Another knife was used to complete the procedure. There was no harm and no significant delay reported. Additional follow-up info has been requested.

Manufacturer narrative:
No sample was returned for evaluation and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for evaluation. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).